Event description:
A surgeon reported that during a standard intraocular lens (iol) implant procedure, resistance was encountered with a hard stop while turning the company injector, with no patient contact. As a result, implantation was deferred. Upon subsequent insertion, the implantation had to be canceled.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been requested and received stating the iol was not being contact to the patient.

Manufacturer narrative:
The used (c) cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge had evidence of uneven placement into a handpiece. No cartridge damage was observed. The used company iii (c) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned in the lens case. Viscoelastic was dried on the lens. The lens was cleaned with klotho-related protein (klrp). The lens dimension were acceptable using an approved template. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A qualified lens model/diopter was used with an unspecified company handpiece and viscoelastic. It is unknown if a qualified handpiece and viscoelastic were used. No problem was found with the returned company iii (c) cartridge or the returned lens. Top coat dye stain testing was conducted with acceptable results. The lens dimension were acceptable using an approved template. The root cause may be related to a failure to follow then instruction for use (IFU). There did not appear to be adequate viscoelastic in the cartridge. The cartridge did not appear to have been fully seated in the handpiece. This may have caused the lens/plunger to advance incorrectly. It is unknown if a qualified handpiece and viscoelastic were used. The lens/cartridge combination is qualified for the company ii or company iii handpiece. The IFU instructs: the company¿ iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company¿ iol delivery system. The company¿ cartridges are qualified for use with compatible company¿ handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.